Manufacturer narrative:
The information received was re-evaluated for MDR reporting, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the hose was detached during use. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.